Event description:
It is reported that the liners would not lock into the cup.

Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.